Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring broken off. The customer stated that the reservoir does not lock into place. No information requiring medical intervention was reported. The insulin pump will be returned for analysis.